Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range. The latest rv defibrillation impedance equals 15 ohms, down from baseline of around 27 ohms. (B)(4).

Event description:
It was reported that an alert tripped for low impedance on the high voltage portion of the right ventricular (rv) lead. The decline in impedance was sudden. The lead remains in use. No patient complications have been reported as a result of this event.